Event description:
It was reported that the backside of the trial has a fragment missing where the slap hammer connects. There was no consequences or impact to a patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified shows sign of repeated use. The extraction slots on the inside of the condyles are damaged the lateral side is bent and the medial side is fractured. The potential field age of the device is 14 years, 8 months. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to repeated use of the instrument for more than 14 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.